Event description:
It was reported that the patient experienced shortness of breath, so they went in for a check. The device was interrogate but all measurements were still within the acceptable range. The patient was examined by fluoroscopy and it was found that this right atrial (ra) lead had dislodged, with the fact that the patient experienced multiple falls established as the cause for the dislodgment. The lead was explanted and a new lead was implanted. No additional adverse patient effects were reported.